Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
H3, h10 additional manufacturer narrative- removed, h6 investigation findings 3221- removed, h6 investigation findings 67-removed h3, h10 additional manufacturer narrative- removed, h6 investigation findings 3221- removed, h6 investigation findings 67-removed.